Manufacturer narrative:
B5: revised. H6: health effect - clinical code e0619 and e0604 were omitted.

Event description:
Updated clinical narrative: an (B)(6)-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage d) underwent percutaneous placement of an impella cp for hemodynamic support via the right femoral artery on (B)(6) 2026 at 21:07. During the procedure and subsequent use in the catheterization laboratory, intermittent cardiopulmonary resuscitation was performed. During a sheath exchange, it was reported by the physician that the pump had migrated too far into the left ventricle and was subsequently retracted. Following ballooning of the left anterior descending artery, a pericardial effusion was identified on echocardiogram. After review of the angiogram, the treating physician notified the manufacturer that the effusion was attributed to ventricular rupture related to delayed presentation of myocardial infarction with reperfusion injury and ventricular friability, and not to the impella device. The physician stated that left ventricular perforation was not believed to be caused by the impella, and that the device was not involved in the rupture. The patient had a clear polst indicating limitations on advanced care; however, this was reportedly missed in the emergency department, and a stemi activation occurred. Care was subsequently withdrawn, and the patient expired. The impella cp was explanted on (B)(6) 2026 at 01:40. No device replacement was requested. All products were requested for return. An allegation against the impella was reported. Contributing factors noted included CPR and pump migration during sheath exchange. A data download was required. The complaint console serial number was (B)(6). Additional information received on 21apr2026 from the treating physician reaffirmed that the pericardial effusion and ventricular rupture were due to reperfusion injury from delayed mi presentation without impella involvement. Based on the available information, the reported patient outcome of pericardial effusion and subsequent death was attributed by the treating physician to delayed myocardial infarction with reperfusion injury and ventricular friability, and not to the impella cp device. There is no evidence to suggest a device malfunction or that the impella caused or contributed to the left ventricular rupture. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) patient-device interaction and arrhythmia of the reported could not be determined due to insufficient clinical information. Device in wrong position: the cause of the positioning issue was likely use related as issue occurred during sheath exchange. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
D4 serial and primary UDI number were revised.

Event description:
Clinical narrative: an (B)(6) year-old female with acute myocardial infarction and cardiogenic shock, whose pre-support clinical state was consistent with scai shock stage e, underwent impella support. During the procedure, intermittent cardiopulmonary resuscitation was required in the cardiac catheterization laboratory. An echocardiogram subsequently identified a pericardial effusion. The physician reported that during sheath exchange the impella pump migrated too far into the left ventricle and was retracted to an appropriate position. After reviewing the angiogram, the physician noted that the pericardial effusion was identified following ballooning of the left anterior descending artery. The physician determined that the event was consistent with ventricular rupture related to delayed presentation of myocardial infarction and reperfusion injury, with friable myocardium, rather than device-related left ventricular perforation. Although pump migration during sheath exchange and CPR were identified as contributing procedural factors, the physician did not believe the impella device caused or contributed to the ventricular rupture. The patient was bedbound and had a documented polst indicating limitations on advanced life-sustaining care; however, this was not initially recognized in the emergency department and stemi activation occurred. Following recognition of the patient¿s goals of care, support was withdrawn and the patient subsequently expired. An allegation of device involvement was reported. The device was not removed due to a failure mode. Based on the information provided and physician assessment, the pericardial effusion and suspected ventricular rupture were attributed to delayed myocardial infarction with reperfusion injury and myocardial friability, with CPR and transient pump migration during sheath exchange noted as contributing non¿device-related factors. There is no evidence to suggest that the impella device malfunctioned or caused the left ventricular perforation, and the patient outcome was not attributed to device performance. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.